Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior this year. There is no indication of a device malfunction or inappropriate labeling which caused or contributed to the reported event. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported problems with suction 2 that occurred several times while using the laser in procedures. The doctor was unsatisfied on how long it took to go from suction 1 to suction 2. The doctor sometimes has to stop the procedures totally. The results are not always what was expected and must be redone. The doctor prefers to check the retina of these patients after the procedure.